Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was making bazar noise while trying bolus and also had no delivery alarm in history. The customer¿s blood glucose was unknown. The customer stated that they received second series of beeps and number's appeared on screen. The insulin pump passed the displacement test. The insulin pump will be returned for analysis.